Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1900706 was manufactured on 04/26/2019 a total of (B)(4). Pieces. Lot was released on 05/06/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip out of position in the channel. The returned sample appears used as there is biological material present on the device. Reference file anp1900073549 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly as it got stuck in the bent rotation tab. The clip had a broken hook. The next two clips were out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. Additionally, the top jaw had bent jaw legs. The clip stacking could prevent the clips from properly loading into the jaws and can also cause clips to break in the channel. The sample was received with 9 clips remaining, indicating that 6 clips were fired by the end user. One of the remaining clips was broken at the hook. CAPA 40010983 has been opened to further investigate this issue. Reference file anp1900073549 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading properly" was confirmed based upon the sample received. One device was returned with its rotation tab bent. The sample was returned with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. One clip was found to be broken at the hook which was caused by the clip stack. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
The applier was loading clips that were closed and one clip shot out the side of the applier.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The applier was loading clips that were closed and one clip shot out the side of the applier.